Event description:
It was reported that the user experienced sustained hyperglycemia with blood glucose readings exceeding 400 mg/dl after changing pump supplies and moving the infusion site to the upper buttocks; no leaks or bent tubing were observed, and the user was instructed to replace supplies and use an alternate site, after which the issue resolved. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included remote troubleshooting and user education focused on infusion site and set function. Investigation of this case revealed that the precise cause of the hyperglycemia could not be determined, with potential contributors including infusion site performance, though no device malfunction or component defect was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.